Event description:
The customer contacted physio-control to report that during a recent patient event that they were unable to obtain the patient's ECG rhythm through paddles lead ECG via a therapy cable and defibrillation electrodes (brand unknown). As a result, defibrillation may not have been able to be delivered.the customer further advised that they were able to obtain the patient's ECG rhythm through an ECG cable connected to the same device. The device was being used for patient monitoring only and defibrillation was not necessary during the event.no further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4): physio-control evaluated both the customer's device and the therapy cable used during the event but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the defibrillation electrodes (brand unknown) used during the patient event were disposed of by the customer before they could be made available to physio-control for evaluation.physio-control has made multiple attempts to contact the customer in an effort to obtain additional information about the patient and the event; however, no response appears to be forthcoming.the cause of the reported issue could not be determined.